Event description:
A healthcare provider reported to insulet on 16 april 2026 that a patient experienced repeated pod activation failures. The legal guardian reported that multiple pods from different boxes triggered immediate alarms and system errors shortly after activation; the patient wore a pod on the abdomen for less than one hour. Troubleshooting, including multiple activation attempts, was unsuccessful. In a clinical setting, a newly activated pod triggered a continuous alarm immediately upon insertion and was deactivated. The personal diabetes manager (pdm) displayed an omnipod 5 system error without a short on-screen code, and an omnipod 5 app error was also reported. Due to the inability to use the omnipod 5 system, the patient presented to the emergency department on (B)(6) 2026 with hyperglycemia and ketones in the urine. Blood glucose was reported as 379 mg/dl (additional fingerstick value of 326 mg/dl also reported), and treatment included 6 units of subcutaneous humalog insulin. The pod was not worn during medical attention. Patient was discharged after the one hour and 30 minute visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.